Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The 15mm x 3.00mm apex mr balloon catheter was advanced to the unspecified de novo target lesion for predilatation. The balloon ruptured at 4atms on the 1st inflation. The procedure was completed with a different device. No patient complications were noted and the patient status is good.

Manufacturer narrative:
.Bsc ID a00330322/tw # 2321196

Manufacturer narrative:
Device evaluated by manufacturer: during device analysis, an attempt to inflate the balloon revealed a pinhole leak. The leak was present at 4mm distal to the proximal markerband. A detailed examination of the balloon material and distal markerband could not identify any other issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, balloon rupture occurred. The 15mm x 3.00mm apex mr balloon catheter was advanced to the unspecified de novo target lesion for predilatation. The balloon ruptured at 4atms on the 1st inflation. The procedure was completed with a different device. No patient complications were noted and the patient status is good.